Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) had noise on the atrial channel due to oversensing of the respiratory rate trend feature. The mv sensor was turned off, and the plan was to continue to monitor. Device remains in-service. No adverse patient effects were reported. This device was included in the recent mv sensor signal oversensing advisory population.